Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: essure confirmation test unknown. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2003, the patient experienced depression ("psych injury / psychological or psychiatric problems condition: depression"), menorrhagia ("menorrhagia") and anxiety ("mental anguish"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain had resolved and the depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in pfs plaintiff claimed did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-dec-2019: pfs received. Case upgraded from other event to incident. Surgery added to event- pelvic pain. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and pelvic pain ('physical pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: essure confirmation test unknown. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2003, the patient experienced depression ("psych injury / psychological or psychiatric problems condition: depression"), menorrhagia ("menorrhagia") and anxiety ("mental anguish"). In (B)(6) 2004, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and removal of ectopic pregnancy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the ectopic pregnancy with contraceptive device, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the pelvic pain, genital haemorrhage and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in pfs plaintiff claimed did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-mar-2020: pfs received: events: ectopic pregnancy, device ineffective were added. Reporter, patient height added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and pelvic pain ('physical pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." Medical conditions: essure confirmation test unknown. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2003, the patient experienced depression ("psych injury / psychological or psychiatric problems condition: depression"), menorrhagia ("menorrhagia") and anxiety ("mental anguish"). In (B)(6) 2004, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding"), abdominal pain ("abdominal pain") and post procedural complication ("post removal complication"). The patient was treated with surgery (bilateral salpingectomy and removal of ectopic pregnancy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the ectopic pregnancy with contraceptive device, depression, vaginal haemorrhage, menorrhagia, anxiety and post procedural complication outcome was unknown and the pelvic pain, genital haemorrhage and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in pfs plaintiff claimed did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: ppf received: event post removal complication added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('ectopic pregnancy') and pelvic pain ('physical pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: essure confirmation test unknown. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2003, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2003, the patient experienced depression ("psych injury / psychological or psychiatric problems condition: depression"), menorrhagia ("menorrhagia") and anxiety ("mental anguish"). In (B)(6) 2004, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnormal bleeding") and abdominal pain ("abdominal pain"). The patient was treated with surgery (bilateral salpingectomy and removal of ectopic pregnancy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2005. At the time of the report, the ectopic pregnancy with contraceptive device, depression, vaginal haemorrhage, menorrhagia and anxiety outcome was unknown and the pelvic pain, genital haemorrhage and abdominal pain had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The reporter considered abdominal pain, anxiety, depression, ectopic pregnancy with contraceptive device, genital haemorrhage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in pfs plaintiff claimed did not undergo essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.